Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user experienced hyperglycemia after a missed meal announcement at breakfast, with blood glucose remaining above 300 mg/dl for about three hours and device alerts occurring, leading to guidance to disconnect and administer subcutaneous insulin via backup therapy. Symptoms included hyperglycemia without reported acute complications. Outcomes included temporary interruption of automated insulin delivery and use of manual injection to reduce glucose. Investigation included technical review of use conditions and user feedback. Investigation of this case revealed use error related to a missed meal announcement contributing to elevated glucose. It was concluded that the device functioned as designed and that user education on timely meal announcements and ketone action plan adherence was appropriate.